Event description:
It was reported that the personal diabetes manager's (pdm) battery is not holding its charge for very long, and it is producing a burning scent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported personal diabetes manager (pdm) issue. Lot release records were reviewed and the product lot met all acceptance criteria.